Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; the bending tube was broken and metal part was protruding the bending tube cover. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On october 25th, 2019. Olympus medical systems corp. (Omsc) was informed the following information. The subject device was damaged during the procedure due to the position of the calculus and the use of the ureteral liner. The damage was detected at the end of the procedure and confirmed in sterilization. The procedure was completed successfully using the same device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.